Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the magellan safety needle. The customer reports, "nurse states, that she engaged the safety device and heard it click but, when she put the needle into the sharps box she stuck her finger."